Manufacturer narrative:
This follow up report # 1 is being submitted to provide new information received from the user facility. It was confirmed that the wire was used in conjunction with a chib needle, which is metallic. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. Device not returned.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2014-00247 to provide additional information received from the user facility documented.

Manufacturer narrative:
This follow up report # 2 is being submitted to provide additional information received. Through investigation it was found that the reported product code of the actual sample could have been one of the following: gs3801, gs3802 or gs3803. Current product samples of the reported product codes were evaluated. Visual inspection did not reveal any defects or anomalies. A magnified inspection of the surface did not reveal any anomalies that would have contributed to the reported issue. The outside diameter was measured along the total length and was found to meet specification. The adhesion level of the polyurethane coating to the core wire was assessed, and no anomalies were found. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up # 2 for MFR. Report # 9681834-2014-0247 to provide additional information received.

Event description:
The user facility reported that during a procedure some of the polyurethane jacket shaved off into the body. Follow up communication with the user facility confirmed the following: (1) a straight standard stiff glidewire 0.038" was used in conjunction with a perc case; (2) when exchanging the glidewire the doctor was able to see the pieces under fluoroscopy; and (3) the doctor was able to retrieve the big pieces.

Manufacturer narrative:
(B)(4). The actual sample was not returned to ashitaka factory for evaluation. With no product code or lot # information the investigation was limited to user facility information and samples from the current production run. Visual inspection did not reveal any defects or anomalies. A magnified inspection of the surface did not reveal any anomalies that would have contributed to the reported issue. The outside diameter was measured along the total length and was found to meet specification. The adhesion level of the polyurethane coating to the core wire was assessed, and no anomalies were found. The production product code and lot number was not provided by the user facility, which prevented review of applicable production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information from the user facility the event description is most consistent with the device being used in conjunction with a metal entry needle or a metallic device such as an endoscope. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Device not returned.

Manufacturer narrative:
This follow-up report #3 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in previous follow-up reports. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 09/25/2014; follow-up #2 = 10/07/2014.

Event description:
This report is being submitted as follow-up #3 for mfg. Report #9681834-2014-00247 to provide the date that additional information was received by the manufacturing facility.